Event description:
The facility representative reported a flo-gard infusion pump which experienced an occlusion alarm in the maternity ward. This may have been a false occlusion alarm. It is unknown when or at what point in the process the reported condition occurred. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available. Service history review determined that the device has been previously sent into service for the reported condition of occlusion sensor.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed that this device was previously sent into service for the reported condition.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation could not confirm the reported condition of a false occlusion alarm. The root cause could not be determined. A service history review revealed no previous service events were related to the reported condition. A follow up report will be submitted if additional information becomes available.